Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage closure (LAAC) procedure was being performed. A WATCHMAN TruSteer Access System (WAS) and a 20mm WATCHMAN FLX Pro LAA Closure & Delivery System (WDS) were selected for use. After three attempted transeptal punctures (TSP), with a VersaCross, the WATCHMAN TruSteer Access System was inserted. A pericardial effusion was noted, so a pericardiocentesis was completed. There was less than 100ml of blood drained. Transesophageal Echocardiography (TEE) imaging was used and confirmed the effusion was gone. The TruSteer was re-introduced and the WDS was deployed and recaptured three times. On the third attempt an effusion was noted again and it escalated to cardiac tamponade. The procedure was then discontinued, and the patient was brought back for surgery.It was further reported that the patient was also noted to have a really thick septum, which made it difficult to cross. Imaging was also reported to be challenging during the procedure. The patient was admitted to the hospital beyond the standard of care and passed away.

Event description:
IT WAS REPORTED THAT CARDIAC PERFORATION, PERICARDIAL EFFUSION AND CARDIAC TAMPONADE OCCURRED. A LEFT ATRIAL APPENDAGE CLOSURE (LAAC) PROCEDURE WAS BEING PERFORMED. A WATCHMAN TRUSTEER ACCESS SYSTEM (WAS) AND A 20 MM WATCHMAN FLX PRO LAA CLOSURE & DELIVERY SYSTEM (WDS) WERE SELECTED FOR USE. AFTER THREE ATTEMPTED TRANSEPTAL PUNCTURES (TSP), WITH A VERSACROSS, THE WATCHMAN TRUSTEER ACCESS SYSTEM WAS INSERTED. A PERICARDIAL EFFUSION WAS NOTED, SO A PERICARDIOCENTESIS WAS COMPLETED. THERE WAS LESS THAN 100 ML OF BLOOD DRAINED. TRANSESOPHAGEAL ECHOCARDIOGRAPHY (TEE) IMAGING WAS USED AND CONFIRMED THE EFFUSION WAS GONE. THE TRUSTEER WAS RE-INTRODUCED AND THE WDS WAS DEPLOYED AND RECAPTURED THREE TIMES. ON THE THIRD ATTEMPT AN EFFUSION WAS NOTED AGAIN AND IT ESCALATED TO CARDIAC TAMPONADE. THE PROCEDURE WAS THEN DISCONTINUED, AND THE PATIENT WAS BROUGHT BACK FOR SURGERY.

Event description:
IT WAS REPORTED THAT CARDIAC PERFORATION, PERICARDIAL EFFUSION AND CARDIAC TAMPONADE OCCURRED. A LEFT ATRIAL APPENDAGE CLOSURE (LAAC) PROCEDURE WAS BEING PERFORMED. A WATCHMAN TRUSTEER ACCESS SYSTEM (WAS) AND A 20MM WATCHMAN FLX PRO LAA CLOSURE & DELIVERY SYSTEM (WDS) WERE SELECTED FOR USE. AFTER THREE ATTEMPTED TRANSEPTAL PUNCTURES (TSP), WITH A VERSACROSS, THE WATCHMAN TRUSTEER ACCESS SYSTEM WAS INSERTED. A PERICARDIAL EFFUSION WAS NOTED, SO A PERICARDIOCENTESIS WAS COMPLETED. THERE WAS LESS THAN 100ML OF BLOOD DRAINED. TRANSESOPHAGEAL ECHOCARDIOGRAPHY (TEE) IMAGING WAS USED AND CONFIRMED THE EFFUSION WAS GONE. THE TRUSTEER WAS RE-INTRODUCED AND THE WDS WAS DEPLOYED AND RECAPTURED THREE TIMES. ON THE THIRD ATTEMPT AN EFFUSION WAS NOTED AGAIN AND IT ESCALATED TO CARDIAC TAMPONADE. THE PROCEDURE WAS THEN DISCONTINUED, AND THE PATIENT WAS BROUGHT BACK FOR SURGERY. IT WAS FURTHER REPORTED THAT THE PATIENT WAS ALSO NOTED TO HAVE A REALLY THICK SEPTUM, WHICH MADE IT DIFFICULT TO CROSS. IMAGING WAS ALSO REPORTED TO BE CHALLENGING DURING THE PROCEDURE. THE PATIENT WAS ADMITTED TO THE HOSPITAL BEYOND THE STANDARD OF CARE AND PASSED AWAY.

Manufacturer narrative:
B5 DESCRIBE EVENT OR PROBLEM - UPDATED H6 IMPACT CODES - ADDED.

Manufacturer narrative:
With all the available information, Boston Scientific (BSC) concludes:Device Technical AnalysisThe WATCHMAN TruSteer? Access System was retained by the customer; therefore, device analysis could not be completed.Device History Record ReviewA review was completed of the Device History Records (DHR) for the WATCHMAN TruSteer? Access System, Part # M635TU90050 Batch # 0038927851. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event.Labeling ReviewThere was no evidence to suggest that the device was used in a manner inconsistent with the labeling. WATCHMAN TruSteer? Access System Instructions For Use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include Pericardial Effusion, Cardiac Perforation, Death and Cardiac Tamponade (Surgical Intervention, Additional Device Required, Blood Transfusion and Hospitalization or Prolonged Hospitalization).Risk ReviewA Risk Review was completed and confirmed that the events of Pericardial Effusion, Cardiac Perforation, Death and Cardiac Tamponade were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation ConclusionBased on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of No Problem Detected.